Event description:
It was reported that a pump had a plunger sensor error and a broken syringe line holder. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Manufacturer narrative:
Other text: b5: additional information: no patient involvement was reported. D10: device available for evaluation. H3: device evaluated by manufacturer. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection noted a non OEM top case and battery. The right plunger case and battery door were cracked and the tubing guide was broken. During the functional testing, "check syringe plunger sensor" was found when plunger head was pressed tightly against the pump during power up test. The root cause was found to be that the plunger head was pressed tightly against the pump causing the flippers to rest on the ear clip. It was also found that the pump had been mishandled and suffered an impact. The plunger case and top case were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.